Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable.

Event description:
A patient, who was enrolled in a study, underwent a da vinci assisted benign hysterectomy surgical procedure. Severe bleeding reportedly occurred post-operatively. After an ultrasound was performed, a hematoma was diagnosed, pressed out and sutured. A sandbag was placed on the site for 30 minutes. The source of the bleed and blood loss volume are unknown although no blood transfusions were required. There was no report of a da vinci device malfunction.